Manufacturer narrative:
(B)(4). Date sent: 8/24/2021. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was this an anastomotic leak, bleeding, or both? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-operative the patient developed an anastomotic leak. This was on the same day as the initial procedure. Patient had to receive three transfusions. Patient is doing fine and there is no additional information.